Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. Additional information for b5: the nurse clarified that there were no issues with the patient line connector of the amia cassette. H10: the device was received for evaluation. The female connector of the peritoneal dialysis (pd) transfer set was returned attached to the patient connector of the amia cassette. The connection between the patient connector and the female connector was leak tested with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of homechoice cassette and female connector of minicap transfer set. This occurred after use of the devices for peritoneal dialysis therapy. The connection issue was further described as "it will not disconnect properly, comes apart and have had to clamp transfer set and cut the patient line". There was no patient injury or medical intervention associated with this event. No additional information is available.